Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have one blade broken at the base and a piece approximately 0.3920 by 0.084 inches was found to be broken off. The broken piece was returned. The components adjacent to the broken blade did not show damage. During use, while the instrument is activated, blade damage may be detected by the generator with a solid tone or an error. Additionally, the instrument was connected to an in-house energy generator and failed the energy recognition test generating the following message: " tighten assembly."

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace failed to be recognized. The procedure was completed with a backup harmonic ace and no reported injury. No fragments fell into the patient's anatomy.